Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Upstream and downstream occlusion testing were performed and no issues were noted. A review of the event history log revealed three randomly occurring downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a downstream occlusion. The reporter stated that "21 pounds per square inch (psi) with jc8386 and 21.60 psi with a preventive maintenance kit" occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.